Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii" and "silicone leak".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of implant d6a: 2012 was provided.

Event description:
Patient reported "severe pain on the right side". Patient later reported "an ultrasound examination was done. There is a suspicion that an implant has ruptured." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported "severe pain on the right side". Patient later reported "an ultrasound examination was done. There is a suspicion that an implant has ruptured." The device remains implanted.